Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose (bg) level ranged between 212 mg/dl and 250 mg/dl which was addressed by delivering a bolus; however, the customer stated that the 250 mg/dl bg level was due to having the pump off for swimming and not the malfunction. Reportedly, the customer will continue to use the pump for insulin therapy.